Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had ventricular fibrillation (vf). The ICD diverted shock therapy due to some undersensing of the vf. The next shock was delivered which converted the patient. There were no adverse patient effects reported. Approximately two months later, the local field representative (fr) reported that the patient was experiencing more vf episodes. The device undersensed some of the vf which led to delayed therapy because the patient's rate would then drop below the rate cut off point for the vf zone. The patient experienced syncope because of the delay in therapy. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.